Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. Correction: product event summary: the controller and four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned devices revealed that the units passed visual inspection and functional testing. Log file analysis revealed that the batteries discharged as expected when in use. As a result, the reported power consumption issue could not be confirmed. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed multiple premature power switching events due to momentary disconnections involving battery (B)(4). Additionally, several instances of momentary disconnections without leading to power switching were recorded involving batteries (B)(4). A momentary disconnection will result in audible tone or "beep". Analysis of the event log files revealed a power up event occurred on june 23, 2017 at 23:34:51 and associated motor start event occurred at 23:35:00. The data point recorded before the loss of power revealed that (B)(4) was connected to power port one (1) with 48% relative state of charge (rsoc) and (B)(4) was connected to power port two (2). The data point recorded after the loss revealed that (B)(4) was connected to power port 1 and (B)(4) was connected to power port two (2). Multiple momentary disconnections involving (B)(4) were recorded leading up to the loss of power. The controller was without power for a maximum time of 11 minutes 25 seconds. Alarm log file revealed a vad disconnect alarm on june 24, 2017 at 14:03:52, indicating a physical disconnection of the driveline from the controller likely due to a controller exchange. As a result, the reported "power switching", "beeping", "loss of power" and "vad disconnect alarm" events were confirmed. The most likely root cause of the premature power switching, and beeping events can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the "vad disconnect" alarm can be attributed to a physical disconnection of the driveline from the controller during a controller exchange. An internal investigation was initiated to capture events involving the controller losing power and momentary disconnections. Other devices involved in this event: heartware ventricular assist system ¿ battery serial number. 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller and four (4) batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned devices revealed that the units passed visual inspection and functional testing. Log file analysis revealed that the batteries discharged as expected when in use. As a result, the reported power consumption issue could not be confirmed. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed multiple premature power switching events that were due to momentary disconnections involving battery bat218322. Additionally, several instances of momentary disconnections that did not lead to power switching were recorded involving batteries bat218322 and bat218276. A momentary disconnection will result in an audible tone or "beep". Analysis of the event log files revealed a controller power up event on (B)(6)2017 at 23:34:51, and associated motor start event at 23:35:00. The data point recorded before the loss of power revealed that bat211463 was connected to power port one (1) with 48% relative state of charge (rsoc) and bat218322 was connected to power port two (2). Multiple momentary disconnections involving bat218322 were recorded leading up to the loss of power. The data point recorded after the loss of power revealed that bat218276 was connected to power port one (1) and bat218322 was connected to power port two (2). The controller was without power for a maximum of 8 minutes and 2 seconds. Loss of power to the controller will trigger the display to become dark and show no parameters. Analysis of the alarm log file revealed a vad disconnect alarm on (B)(6)2017 at 14:03:52. As a result, the reported power switching, "beeping," loss of power, and vad disconnect alarm were confirmed. The most likely root cause of the premature power switching and beeping events can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. A possible root cause of the vad disconnect alarm can be attributed to a physical disconnection of the driveline from the controller during the reported controller exchange and/or a marginal driveline connection. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation was opened to investigate momentary disconnections. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported events of power consumption issues, loss of power and power switching events along with "beeps". One controller ((B)(4)) and four batteries ((B)(4)) were not returned for evaluation. Review of the manufacturing records confirmed that the associated devices met all requirements for release. Log file analysis was not conducted since log files covering the reported event date were not available. Failure analysis of the devices were not performed since the units were not returned. The reported events could not be confirmed; the units and log files were not available for analysis. Applicable risk documentation and experience with events of similar circumstances were considered; events involving power switching are most often attributed to communication errors or momentary disconnections. However, the reported beeps are most likely attributed to momentary disconnections between the controller and batteries. Additional system component being reported for this event: (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional devices: (B)(4) - battery / catalog number 1650de / expiration date: 31-dec-2016. Device available for evaluation: no. Device evaluated by manufacturer: no, product not received - not returned to manufacturer. Labeled for single use: no. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: 31-may-2017. Device available for evaluation: no. Device evaluated by manufacturer: no, product not received - not returned to manufacturer. Labeled for single use: no. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: 31-may-2017. Device available for evaluation: no. Device evaluated by manufacturer: no, product not received - not returned to manufacturer. Labeled for single use: no. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: 31-dec-2016. Device available for evaluation: no. Device evaluated by manufacturer: no, product not received - not returned to manufacturer. Labeled for single use: no. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the ventricular assist device (vad) coordinator that the patient experienced intermittent single beeps from the controller with suspected battery dumping charge. Power off was also experienced when changing the battery. When the battery was disconnected with a fully charged battery on the opposite side the controller went blank and the pump stopped. The engineer identified potential switching behavior for one of the batteries. Preliminary log file analysis showed a controller power-up and associated pump start event was logged on the controller on (B)(6) 2017, indicating a loss of power to the controller. A vad disconnect alarm occurred on (B)(6) 2017. The controller and all batteries were exchanged as the patient couldn't identify the batteries in use during the event. No patient complications have been reported as a result of this event.